Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Nerve damage [nerve injury]. Lack of balance [balance disorder]. Difficulty walking [gait disturbance]. Pain in joints [arthralgia]. Numbness in extremities, fingers and toes [hypoaesthesia]. Tingling in extremities, fingers and toes [paraesthesia]. Loss of cognitive function [cognitive disorder]. Case description: an attorney reported that their (B)(6) male client used fixodent denture adhesive, version unk cream beginning in 1994 through (B)(6) 2009 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and nerve damage resulting in symptoms that include lack of balance, difficulty walking, pain in joints, numbness in extremities, fingers, and toes, tingling in extremities, fingers and toes, and loss of cognitive function. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.